Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient right ventricular lead had several instances of t wave oversensing. There was reprogramming done to stop the oversensing. The lead remains implanted. No patient complications were reported as a result of this event.